Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly checked the ventilator after the event and was put back into service with no issues. No parts were replaced and no ventilator logs were provided. Since no ventilator logs were provided for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator experienced a volume restriction issue. There was no patient involvement. Manufacturer ref.#: (B)(4).